Event description:
During tympanoplasty under microscope, the surgeon found some metal-shavings-like material on the pt's wound. Surgeon removed some of the pt's tissue to remove the shavings. Two burs were used.